Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported when the unit gets over 18 liters a minute the flow will stop and check cylinder alarm comes on.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Visual inspection: warranty seal intact. The calibration sticker on the back of the insufflator indicates no overdue calibration because the due date on the sticker shows november of 2017. No physical damage observed throughout the insufflator. Opened the insufflator for internal inspection. All pcba¿s intact and observed no loose cables. Functional inspection: a known working house gas connector was used for the testing. A gas bottle that had a compressed gas regulator fixture attached to convert to house gas pressure was connected to the insufflator. A tube set that was connected to a dummy lap fixture was inserted into the insufflator as well. The set pressure was set to 15 mm hg and the flow rate was set to max flow (mode: high flow 40 l/min). After opening the gas bottle (regulator set to 50 psi), started the insufflator. The reported complaint was confirmed; the screen showed the house gas icon automatically going to empty due to pressure drop along with a "check gas supply" message as well. According (B)(4) quality engineer, it was determined that the root cause was a missing hole on the nozzle of the hpu. A non-conformance report was created for the hpu and will be sent to the vendor for further analysis. The probable root cause for the reported failure involving this device could be due to a manufacturing issue. Manufacture date is not known. (B)(4).

Event description:
It was reported when the unit gets over 18 liters a minute the flow will stop and check cylinder alarm comes on.